Event description:
It was reported that the ventilators alarm reset did not work. There was no patient involvement. The customer troubleshot with technical support and found that the issue was due to the touchscreen and is not able to reset the alarm even though the alarm was corrected. During troubleshooting with technical support, the customer created an o2 alarm by setting unit to 22% o2 with no o2 connected. The customer then lowered the o2 back to 21%, and the alarm display had lines through it, and was unable to reset the alarm and clear the alarm message. The customer then calibrated the touchscreen a few times, and it passed successfully, but the alarm reset was still not responding to the touch. The customer was provided with part number of the touchscreen and was advised to replace it.

Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.